Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found external insulation abrasions at 34.8-35.6 cm and 37.4-37.5 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 39.8-39.9 cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasions were noted at 11.8-12.4 cm, 15.3-16.3 cm, and 29.1-29.6 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.